Manufacturer narrative:
.

Event description:
While the device was being serviced by a philips field service engineer (fse) for a different issue, the philips fse observed battery pca pins sunken in. There was no patient involvement.